Manufacturer narrative:
(B) (4). Product has been requested to be returned and has not been received. (B) (4).

Event description:
The customer reported that the canopy's large window zipper is broken and the large window netting is torn. Customer was advised to immediately put the canopy out of use. No pt injury was reported.